Manufacturer narrative:
Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. An olympus endoscopy support specialist (ess) had been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No new additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 5 colony forming units (cfus) of coagulase negative staph. And then 7 varied colony forming units (cfus) of coagulase negative staph. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.